Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 10-years-old male child patient faced an insulin flow blockage at site. The patient had high blood glucose which was treated by coorection bolus via pump. Moreover, the site was patient's abdomen. No further information available.